Manufacturer narrative:
The device was returned and the evaluation found clogged nozzle had foreign material due to other failure mode such as, foreign material exiting from the air/water nozzle, and problems related to reprocessing. Customer had reported that yes, they did clean, disinfect and sterilize the device before sending it back; had no idea what the foreign material was; there was no delay in the precleaning; yes the air/water nozzle was flushed with water/air; there were no abnormalities used for reprocessing; yes the endoscope was presoaked in the detergent solution; and yes the air/water nozzle was wiped/brushed with clean lint-free cloth, brushes. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited clogged nozzle had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrected fields. Updated field: h6. Corrected data: e1, g2. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water, the nozzle was wiped with lint-free cloths/brushes/sponges and the device was pre-soaked in detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to the leakage from the connector plug unit. Olympus will continue to monitor field performance for this device.